Event description:
It was reported that prior to starting post-anesthesia of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a left eye vision issue on both consoles. The isi tse asked the customer to check on the vision side cart (vsc) monitor. The customer was not able to check on the monitor as the operation room (or) schedule was busy and the case was being shifted to another da vinci xi system. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during port placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse inspected and found that because of lint and dust, the personality module vision acquisition (pmva) was not able to work properly hence image/video distortion was there. When reseated the same after cleaning, it started working fine. The system was tested and verified as ready for use.